Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation), h10. Device not accessible for testing (4117) customer is trained on this machine repair performed by customers. Requested service was cancelled by customer. Additional information is being requested with regard to the status of the iabp. A supplemental report will be submitted if this information is provided to us. H3 other text : not returned to manufacturer.

Event description:
N/a